Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keypad buttons were not working" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the right soft key were worn. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's keypad buttons were not working during testing in the biomedical service department. There was no patient involvement. No additional information is available.